Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their device quit working and reported seeing unable to connect message displayed. Agent had patient connect through the recharger application and patient reported good connection with the implant red. Patient commented they charged their implant to 100% on wednesday and denied any changes to therapy settings. Agent reviewed information and advised patient to charge implant to full and monitor. Agent redirected patient to rep and healthcare provider (hcp) to further address if patient feels the implant battery is depleting faster than it should.